Manufacturer narrative:
It was reported that a 10ml syringe component was not measuring 10ml exactly. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility returned x3 medline syringe samples and x2 bd syringe samples for investigation. Visual inspection of all returned samples identified no differences between the syringes. Functional testing was performed using the returned samples, samples pulled from stock of similar medline and bd syringes, and a graduated medicine cup to draw water up from. All syringe samples drew up approximately the same amount of liquid and the reported problem/issue could not be confirmed. A root cause was unable to be determined. Due to the reported out of specification syringe, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component was not measuring exactly.